Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the cheeks, nasolabial folds, and marionette lines with skinvive¿ by juvéderm® and in the temples with an unspecified dermal filler. The patient was concomitantly injected with botox® and prp injections in the scalp. Two months later, the patient experienced "palpable nodules" across the face, cheeks, and nasolabial folds, described as "discoid, well-circumscribed, and some [were] approximately dime-sized." The patient was evaluated by dermatology, who recommended a prednisone taper followed by hyaluronidase. The hyaluronidase was provided the following month. Event was ongoing. This file captured the skinvive¿ by juvéderm®.